Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the customer ¿we had a port needle where the safety device failed, and the needle was exposed after deaccessing." Additional information received 01/24/2023: it was a regular de-access post infusion treatment. We pull the dressing off completely and then de-access the patient. Usually there is a click when the safety is engaged but it would not click.